Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident (blistering in the neck) with an nvc coil on an achieva mr system.

Manufacturer narrative:
Based on the available information related to this feedback, there is no indication of a malfunction of the mr system or coil used. From the collected information, it is can be concluded that the blistering was caused by skin-to-skin contact in the neck area, due to skin folding when lying down.